Event description:
It was reported that the patient presented to the clinic with their implantable cardioverter defibrillator (ICD) "chiming." It was discovered that the right ventricular (rv) lead had dislodged and was sensing and capturing in the atrium. It was suspected that the lead had dislodged at the time that the patient received inappropriate therapy due to t-wave oversensing (twos) and the r waves had diminished. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).